Event description:
It was reported that t1 and t2 deploy together during procedure. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows approximately .762 of the needle tip has been broken off. The delivery needle is bent on two planes. No ts or suture were returned for evaluation. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the observed damage. The condition of the device indicates it was subjected to excessive force. Per the device warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". No root cause related to the manufacturing process can be established. Corrected.